Event description:
It was reported that a patient was implanted with a matrix rib plate in (B)(6) of 2014. According to the sales consultant, the patient had to have revision surgery on (B)(6) 2015 due to the matrix rib plate breaking. The plate was replaced and the surgery went well. No part number available at this time. This report is for an unknown matrix rib plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown matrix rib plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.